Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. It was revealed that all electrogram leads had a flat line and a component on the printed circuit board had shorted and burned. The affected component was replaced. The programmer passed incoming tests thereafter. Additional analysis indicated that the hard drive was unsuccessful in doing burn-in process and was then replaced. The device manufacture date for this product is september 27, 2005.

Event description:
Boston scientific received information that this programmer was used for interrogation when a popping sound was heard and a smoke was seen with an intense electrical burning smell. The programmer was sent back for replacement. No adverse patient effects were reported.